Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, there was no audible buzzer coming from the endostat ii electrosurgical unit during ablation, although the volume knob was set at the highest setting. The procedure was completed with this device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual evaluation of the returned unit found some minor scratches and paint missing on the cover. Also, the power switch was broken. Otherwise the unit appeared to be in fair physical condition. Functional and electrical evaluation found that all knobs and switches functioned properly. The active tone was not working when the power was applied. The active tone speaker and power switch were replaced. The unit then passed all final testing. Taking into consideration the details of the complaint and product analysis, the most probable root cause classification is wear & tear. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A serial number/batch history search was performed and found no other complaints against the reported serial number/batch. (B)(4).

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, there was no audible buzzer coming from the endostat ii electrosurgical unit during ablation, although the volume knob was set at the highest setting. The procedure was completed with this device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.